Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. A d314trg implantable cardioverter defibrillator, (B)(6) 2013. A 407652 implantable pacing lead, (B)(6) 2008. A 419388 implantable pacing lead, (B)(6) 2008. (B)(4).

Event description:
It was reported that one day post ICD replacement, the right ventricular (rv) lead triggered an alert due to high pace/sense impedance. The pocket was reopened to inspect and test the connection. The lead appeared visually intact and measured normal ranges through the analyzer. The lead was reinserted into the header and the lead remains in use. The ICD remains in use. No patient complications have been reported as a result of this event.